Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Explant date: ni. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 17169197.

Event description:
It was reported that the patients leads have moved from original placement. The patient underwent an explant procedure. The explanted leads will not be returned. No further information has been obtained despite good faith efforts.